Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) hysteresis function appeared to be missing. The patient was scheduled to be monitored. The ipg remains in use, and no patient complications have been reported as a result of this event.